Manufacturer narrative:
The complaint of a leak is confirmed. The damage found to the catheter tubing is characteristic of puncture trauma; however a definitive conclusion regarding the cause for the complaint cannot be ascertained. The puncture (leak site) is located at the 37cm depth marker. It appears a sharp object such as a needle or knife may have inadvertently punctured the catheter. No other complications with the device are known. A chr of lot #reth0704 showed no other similar product complaint(s) from this lot number.

Event description:
Damaged catheter was found. The indwelling period was 6 days. The device was inserted via the right median cubital vein. The leak of the medical fluid was observed around the catheter insertion site. Also, 10cc or bidder syringes were used for the flushing.